Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported whenever her reservoir gets down to about twenty to thirty units, her insulin pump alarms no delivery. When she tries the same set with her old insulin pump, the insulin pump delivers fine. Customer's blood glucose is 211 mg/dl. Customer was advised of possible causes of no delivery alarms. She was advised to change her reservoir, monitor the issue, and call back if the issue recurs. Nothing further reported.